Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/30/2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 08/10/2018. The device was visually inspected and pass. Performed voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and passed. The reported event of a loss of connection was not confirmed. The reported allegation was not found.